Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Event description:
During service at baxter, a technician discovered a faulty pumphead keypad module (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorzied as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Service replaced the pumphead keypad. A follow-up report will be submitted if additional information becomes available.